Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are noticing grey discoloration of their front left tooth. The tooth hurts when eating and drinking anything cold, it is sensitive to cold. Requested additional information and for the patient to see their dentist and provide an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.